Manufacturer narrative:
The bioshield biopsy valve provides access for endoscopic device passage and exchange, helps maintain insufflation and minimizes leakage of biomaterial from the biopsy port throughout the gastrointestinal endoscopic procedure. The bioshield 00711133 is appropriate for use with olympus gastrointestinal endoscopes. However, the instructions for use exclude use of the device with olympus linear eus endoscopes.

Event description:
A customer reported device leakage with use of bioshield irrigator (00711133 lot number unk) during eus and double balloon endoscopy procedures which include use of an irrigator pump. The customer reported the device lid loosened or opened, resulting in leaks or spraying of bodily fluids. The customer reported procedures were completed by holding the device lid in place and reported the condition has occurred with and without devices in the scope accessory channel. The customer reported there was no pt or user harm, and all staff had ppe. The product was discarded, and lot number was unk.